Event description:
Patient receiving ceftriaxone via infusion pump. Pump alarmed for motor rate error. Examined medication in pump correct amount has gone in. Stopped infusion and obtained new infusion pump. Restarted medication on new pump.